Event description:
The subject lead was implanted on (B) (4) 2009 with the ICD referred to in MDR 9610579-2010-00527. On (B) (6) 2010, the pt was admitted to the hospital because, he received several inappropriate therapies (shocks). A system revision was performed on (B) (6) 2010, and an add'l ventricular pacing/sensing lead (medtronic capsure fix novus) was implanted. Lead dislodgement was also reported.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.